Event description:
Subsequent to the initial medwatch report, additional review of the article found that one patient has a palpable small hematoma before discharge without pseudoaneurysm of the punctured femoral artery. No intervention was required.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of occurrence is entered as (B)(6) 2009 as the procedures occurred between (B)(6) 2009 and (B)(6) 2012. The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Attachment: hasmukh j. Prajapati; shoaib rafi; faramarz edalat; david a. Kooby; hyun s. Kim. (Cardiovasc intervent radiol, august 10, 2013): "safety and efficacy of a circumferential clip-based vascular closure device in cirrhotic and coagulopathic patients with hepatocellular carcinoma after doxorubicin drug-eluting beads transarterial chemoembolization."

Event description:
This event was captured based on review of the article, safety and efficacy of a circumferential clip-based vascular closure device in cirrhotic and coagulopathic patients with hepatocellular carcinoma after doxorubicin drug-eluting beads transarterial chemoembolization. In 342 procedures, starclose se device was used and successful hemostasis was achieved in 332 cases with technical success rate of 97.1%. Four cases were attributed to the operational failures. Two cases were great difficulty in inserting the device into the sheath due to faulty instrumentation. Four cases there was significant groin scarring with more parallel femoral puncture that made it difficult to insert the device into the sheath. In all ten cases device deployment was incomplete and 20 minutes of manual compression was applied to achieve hemostasis. No additional information is available.